Event description:
(B)(6) study. It was reported that moderate aortic regurgitation occurred. The patient was enrolled into the reprise iii study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelet medications. A loading dose of 81 mg of aspirin and 300 mg of clopidogrel was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Two days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2021, 726 days post index procedure, the patient presented for a scheduled 24 month follow-up visit. Transthoracic echocardiogram assessment revealed moderate aortic regurgitation. No action was taken to treat the event. At the time of reporting, the event was considered not resolved.